Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion which was reproduced. A review of the event history log identified upstream occlusion. Evaluation reproduced upstream occlusion error when ran loaded set at 200 ml/hr for 5 min. Evaluation reviewed upstream sensor readings and found them to be out of specification. The cause was determined to be out of calibration ultrasonic sensor. The ultrasonic sensor was unable to be calibrated and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion. There was no patient involvement. No additional information is available.